Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 7 years post implantation due to pain and metallosis. During the procedure, it was noted that a cyst was found and removed. Attempts have been made and additional information on the reported event is unavailable at this time.